Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the sample was not returned for evaluation; however, three electronic photo samples were provided for review. The investigation is confirmed for septicemia, as all three photos appear to show signs of septicemia. A definitive root cause could not be determined. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port device implant, the patient allegedly developed septicemia. It was further reported that the port device was removed and replaced with another port device. The patient status is unknown.

Manufacturer narrative:
Photos were provided for review. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port device implant, the patient allegedly developed septicemia. It was further reported that the port device was removed and replaced with another port device. The patient status is unknown.